Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure, cable flooding, cable torsion, mage defects (flickering, noise), image capture flooding, and electrical contact corrosion. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reportable event occurred due to cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had error 226 and error 216. The issue occurred during a procedure. There were no reports of patient harm.